Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient fell back in (B)(6) 2014 and had sudden symptom of pain and fluid in the back where the catheter was so a revision was done today the day of the report where they re-anchored the catheter at the distal end. Per the reporter there was no issue with the anchor or catheter observed. The healthcare provider was suspecting a catheter fracture and wanted the patient to have an MRI. The reporter was wondering if there was a waiting period to have an MRI post-surgery. The patient was noted to be ¿doing well¿. On (B)(6) 2015 additional information later reported that the reporter did not know if an MRI was ordered. The healthcare provider performed a dye study and checked the anchor, was secured. The healthcare provider felt it was not a catheter issue but wanted to be sure. The pump was used to deliver bupivacaine and morphine.

Manufacturer narrative:
(B)(4)

Event description:
It was further provided that the patient was unhappy and that the patient had a surgery, referring to this event's surgical procedure, and they checked the catheter but "nothing was done." Should additional information be received a supplemental report will be filed.